Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Customer's blood glucose level was 314 mg/dl at the time of the report. Supplies were changed to address the event. Reportedly, the alarms were cleared and insulin delivery was resumed. Although requested by tandem technical support (cts), the customer declined to troubleshoot. Cts educated customer regarding possible causes of occlusion alarms (kinked cannula, inflammatory response at the site, or blockage in the tubing), and recommendation of not using supplies past 72 hours. Customer acknowledged.